Manufacturer narrative:
(B)(4). The reported problem of high drain volume alarm was confirmed through the event history log review. The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The device was determined to meet the specifications requirements per rite testing. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm at the beginning of therapy on the homechoice machine(hc). The technical service representative(tsr) advised the home patient(hp) to contact their nurse for further medical instructions. The tsr advised the hp that the device will be swapped. The hp stated the hc would not allow them to review any therapy information. The hp stated they wrote down some therapy numbers in the morning after therapy. The hp stated the initial drain was 1ml, ultrafiltration 2162ml, dwell time 1:33, total ultrafiltration of 2469ml, and fill volume of 1500ml. The hp stated they manually drained off solution. The hp stated they use 1 6-liter bag of 4.25 dextrose. The nurse was contacted on (B)(4) 2012. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.